Event description:
It was reported that during a surgical procedure of a trans-maxillary approach to cranial base, the tip of the device overheated melting the plastic sleeve. It was also reported that the overheating caused burns to the patient and surgical site requiring an additional procedure to repair. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure of a trans-maxillary approach to cranial base, the tip of the device overheated melting the plastic sleeve. It was also reported that the overheating caused burns to the patient and surgical site requiring an additional procedure to repair. It was further reported that the procedure was completed successfully.